Event description:
It was reported by svc report that the footboard is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard. Investigation determined that the footboard was broken in a manner that left the footboard with sharp edges.